Manufacturer narrative:
A specific root cause was not identified. The customer's calibration trace data look normal and stable. Based on the tests the customer is complaining about and the initial erroneous results that were close to zero, an issue with sample pipetting and pre-analytics is likely. The affected tests are sensitive for any pre-analytical issue. The most likely root cause is related to pre-analytics and sample quality.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 9 patient samples tested for multiple assays between (B)(6) 2017 on a cobas 8000 c (701) module. The erroneous results were not reported outside of the laboratory. Refer to the attached data for the patient results and patient demographics if provided. There was no allegation that an adverse event occurred. The crea2 reagent lot number was 267416. The expiration date was not provided. The ldli2 reagent lot number was 237670. The expiration date was not provided. No other reagent lot numbers or expiration dates were provided. Several abnormal aspiration errors were observed during a review of the alarm trace from (B)(6) 2017. The discrepant results alleged indicate an issue with sample pipetting and that no sample was pipetted due to a contaminated or blocked sample probe. A reagent issue can be excluded as a possible root cause as the repeat results using the same reagent were ok. The customer has had ongoing issues with pre-analytics.